Manufacturer narrative:
Based on the initial report, the date of event is best estimated to be (B)(6) 2014. Awaiting return of complaint sample.

Event description:
(B)(4). Stated that after using medical device for cvs hydrogen peroxide cleaning & disinfecting lens care sysytem he experienced a burning sensation in his eyes. Complainant had used the cvs hydrogen peroxide cleaning & disinfecting lens care system to clean the lens in his hand and rinsed it before inserting in his eye. Product misuse was the root cause for (B)(4) experience.